Event description:
The customer noticed that when using the cell-dyn 3200 sl analyzer that a sample with a barcode ID 8748 was read by the analyzer sample loader barcode reader as ID 8747. All other barcodes were reading properly. There was no impact to pt management reported.